Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. It was reported that catheter entrapment occurred.

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). After a non-bsc guidewire was passed through and plain old balloon angioplasty (poba) was performed, a 7x180x130 innova¿ stent was advanced via the guidewire to the target lesion. However, as this stent was expanded, the movement of the outer shaft was strange and the distance of pulling of the pull grip seemed longer than usual. After the stent placement, the left stent delivery system was unable to be withdrawn from the guidewire upon removal. Both the guidewire and the delivery system were removed together as one unit. Then the guidewire was changed to another non-bsc 0.035 guidewire and another 7x150 innova¿ stent was deployed. Poba was then performed to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire stuck inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer shaft was kinked at the nosecone. The stent was not returned. The guidewire that was frozen in the device was protruding out of the tip approximately 28 cm, and protruding out of the proximal end of the device 110.5 cm. The handle was opened and it was noticed that the proximal liner had prolapsed which could contribute to the frozen wire issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery (sfa). After a non-bsc guidewire was passed through and plain old balloon angioplasty (poba) was performed, a 7x180x130 innova¿ stent was advanced via the guidewire to the target lesion. However, as this stent was expanded, the movement of the outer shaft was strange and the distance of pulling of the pull grip seemed longer than usual. After the stent placement, the left stent delivery system was unable to be withdrawn from the guidewire upon removal. Both the guidewire and the delivery system were removed together as one unit. Then the guidewire was changed to another non-bsc 0.035 guidewire and another 7x150 innova¿ stent was deployed. Poba was then performed to complete the procedure. No patient complications were reported and the patient's status was good.